Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("farther in fallopian tubes than should be"), device breakage ("left essure coil, are three pieces of irregular essure coils/ right essure coil, are two pieces of an essure coil") and abdominal pain lower ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014. The patient's previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included overweight. Concomitant products included norethisterone (micronor) since (B)(6) 2013 and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and fat tissue increased ("fatty lesion in anterior cul de sac"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with ibuprofen, surgery (laparoscopic bilateral salpingectomy, partial cornuectomy and hysteroscopy), surgery (laparoscopic bilateral salpingectomy) and surgery (ilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain, alopecia, vaginal haemorrhage, menorrhagia, fatigue, weight increased and fat tissue increased had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fat tissue increased, fatigue, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes was occluded; in 2014: fallopian tubes were bilaterally occluded . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left essure coil, are three pieces of irregular essure coils/ right essure coil, are two pieces of an essure coil. Most recent follow-up information incorporated above includes: on 3-mar-2018: plantiff fact sheet and medical record received. Events per pfs: farther in fallopian tubes than should be, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), failure to occlude (close) fallopian tube(s), fatigue, weight gain, fatty lesion in anterior cul de sac and left essure coil, are three pieces of irregular essure coils/ right essure coil, are two pieces of an essure coil.medical condition, concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("farther in fallopian tubes than should be"), device breakage ("left essure coil, are three pieces of irregular essure coils/ right essure coil, are two pieces of an essure coil") and abdominal pain lower ("severe abdominal pain") in a 32-year-old female patient who had essure (batch no. A64630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2014. The patient's previously administered products included for an unreported indication: mirena in 2013. Concurrent conditions included overweight. Concomitant products included fluconazole, metronidazole, multivitamin, norethisterone (micronor) since (B)(6) 2013, omeprazole and paracetamol (tylenol) since 2010. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue") and douglas' pouch mass ("fatty lesion in anterior cul de sac"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding") and back pain ("severe back pain"). The patient was treated with ibuprofen, surgery (laparoscopic bilateral salpingectomy, partial cornuectomy and hysteroscopy), surgery (laparoscopic bilateral salpingectomy) and surgery (ilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain, alopecia, vaginal haemorrhage, menorrhagia, fatigue, weight increased and douglas' pouch mass had resolved. The reporter considered abdominal pain lower, alopecia, back pain, device breakage, device dislocation, douglas' pouch mass, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes was occluded; in 2014: fallopian tubes were bilaterally occluded concerning the injuries reported in this case, the following ones were described in patient¿s medical records: left essure coil, are three pieces of irregular essure coils/ right essure coil, are two pieces of an essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dysmenorrhoea, menstrual disorder, back pain and alopecia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea and menstrual disorder to be related to essure. The reporter commented: patient sought medical treatment regarding the aforementioned symptoms. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes was occluded; in 2014: fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.